Manufacturer narrative:
Initial and final MDR 1881848 - MDR 3003442380-2024-07203 - device 7 of 8

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set was leaking at site on 23-jan-2024. Patient replaced infusion set and resumed insulin successfully. No further information available.